Event description:
"One dsb1.5cc prepared & was delivered using the coaxial micro-catheter successfully into the ccf. Second dsb 1.5cc prepared, during delivery, the balloon burst before reaching rated volume. Third dsb 0.9cc was prepared and delivered successfully. Fourth dsb 0.9cc again burst before reaching rated volume. The procedure was postponed for a second sitting."